Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 27, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on april 25, 2024.

Manufacturer narrative:
This report is submitted on february 13, 2023.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.